Manufacturer narrative:
(B)(4).

Event description:
It was reported that the noise was noted on the right ventricular lead, which was reproducible in the clinic. The asymptomatic patient was hospitalized with the defibrillation therapies disabled. On (B)(6) 2017, the lead was explanted and replaced successfully. The patient was stable throughout the whole procedure and discharged on (B)(6) 2017.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.